Manufacturer narrative:
(B)(6). This report is for an unknown locking screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Partial part number 458.9xx provided. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a revision surgery on (B)(6) 2016 due to a nonunion. The original procedure to repair a subtrochanteric fracture with a trochanteric fixation nail (tfn) was performed on an unknown date. Removed hardware included a helical blade (intact), a nail (intact) and a locking screw which was discovered broken via x-ray prior to the revision surgery. The patient was revised to a trochanteric fixation nail advanced (tfna). The procedure was successfully completed with no delay and no harm to the patient. Concomitant devices reported: nail (part 456.423s, lot 7350230, quantity 1), helical blade (part 456.308, lot unknown, quantity 1). This report is for an unknown locking screw. This is report 1 of 1 for (B)(4).